Manufacturer narrative:
After further evaluation, the suspect medical device was changed on(B)(6) , 2021. MDR number (B)(4). Has been submitted for the new suspect medical device and all further information will be documented under that MDR number.

Event description:
The customer stated that falsely elevated architect stat high sensitive troponin-I results were reported out of the laboratory for 20 patient samples. The customer uses a cutoff of 0.04 pg/ml. Results greater than 0.04 pg/ml are considered positive. (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.